Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "something flicking on his nose when it's on but couldn't see anything, said it felt like a hair hitting his face" patient stated " pressure in his chest, air pressure running so hard making his mask leak, said it had to be reset in the middle of the night, and then its fine". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "something flicking on his nose when it's on but couldn't see anything, said it felt like a hair hitting his face" patient stated " pressure in his chest, air pressure running so hard making his mask leak, said it had to be reset in the middle of the night, and then its fine". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.